Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and leads were added. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure where in the leads and ipg will be replaced.